Event description:
It was reported that during an unknown procedure, the cartridge stapled just on "raw." It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: please explain what is meant by the cartridge stapled just on raw? The cartridge just staples one row. Did the cartridge deploy staples? Yes, only on one row. Did the cartridge only deploy staples on one row? Yes. Were the deployed staples formed properly? No. The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned fully loaded with staples. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.